Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's father to confirm proper transmitter ID was programmed to the application, then using the smart device's bluetooth settings to forget the device and re-pair again unsuccessfully. Dexcom representative then advised patient's father to uninstall the g5 application, reset the smart device, reinstall the g5 application, and re-pair the devices, which was unsuccessful. No additional patient or event information is available.